Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper next file broke. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The returned protaper next access opener files xa 19mm blister 6 have been analyzed. The first file is actually broken in the active part (fatigue). The second file is not damaged (not broken). No material defect was found during analysis of the rupture pattern. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review (batch #1484221). Root causes are not identified. This kind of event is tracked and we monitor the trend.